Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The patient workup revealed extensive deep vein thrombosis and inferior vena cava thrombus. Seven days later, in the consultation notes it was reported that the patient had history of deep vein thrombosis and pulmonary embolism approximately one year and eight months earlier and had an inferior vena cava filter placed. The patient now found to have extensive lower extremity edema as well as inferior vena cava thrombus right around the spot of the filter. It was certainly possible that some of the thrombus was broken through the filter leading to pulmonary embolism. Fifteen days later, in the discharge summary it was reported that the patient was diagnosed with recurrent pulmonary embolism. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient, the reason for the filter deployment was not provided. At some time post filter deployment, the patient was diagnosed with pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.